Manufacturer narrative:
The customer biomedical engineer reported that the power management board was replaced. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) was making a loud noise. No patient involvement or adverse event reported.

Event description:
The customer reported that prior to use on a patient the cardiosave intra-aortic balloon pump (iabp) was making a loud noise. No patient involvement or adverse event reported.